Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was initiated at 4.8 ml per hr. With a total volume of 50 ml. A few hours into the infusion the nurse noted that the tpn bag was 3/4 emptied. There was no report of patient harm. The facility biomed will perform testing prior to sending in the devices.

Manufacturer narrative:
This is a duplicate file. Reference report # 2016493-2016-01000 for MDR reporting.